Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection and functional test identified the reported condition as a large leak spraying liquid from the left edge. Magnified inspection of the leak location identified the leak as a gouge with eva fray present; this indicated that the damage was due to impact or friction. A leak with this size and magnitude would be obvious if the leak was present during bag filling. The manual add port had been likely used, as evidenced by cannula insertion point. As manual additions to the tpn solution occur after bag filling, it is unlikely additions to the tpn solution would have been made if a leak was present. Based on evaluation findings, the condition was determined to have occurred during handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
Complaint no.: (B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking from the left seam. The leak was discovered before use. This report documents no patient involvement or adverse events. No additional information is available.